Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch ultra mini meter continued to display apply sample message when she was attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2017, 2:00pm. The patient manages her diabetes with insulin (self-adjuster) and denied making any change to her usual diabetes management routine in response to the alleged product issue. The patient stated that 1 day after the issue began she developed symptoms of ¿sweats, nausea and cold¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was in use, the patient was using the correct test strips and the test strip completely drew in the sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.